Event description:
It has been reported by an end user that the right rear wheel is broken on a (B)(4) rollator. The end user stated that while walking down the sidewalk and the wheel bent on a lifted part of the sidewalk.